Event description:
Related manufacture reference number: 2017865-2023-52378. It was reported that the patient's right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced on (B)(4) 2023. During the procedure, the atrial lead was damaged and also removed and replaced. The patient was discharged from hospital.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination found an external abrasion breaching the outer insulation. The cause of the reported event was due to the abrasion that breached the outer insulation consistent with friction to the device can.